Event description:
The customer contact reported the device alarmed with an s321 (motor error - pmc, left) malfunction alarm code. The device was returned to the biomedical department for an unspecified reason. No info was provided; therefore specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility an s321 (motor error-pmc, left) malfunction alarm code was found in the device history. No additional info was provided.

Manufacturer narrative:
The device mechanism was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.